Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were drainage and opening at the ipg site. It was believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.